Event description:
It was reported that the customer allowed the pump's battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer went to the hospital and was admitted to the intensive care unit with a blood glucose level of over 1000 mg/dl and received CPR due to being incapacitated resulting in the customer having cracked ribs. Customer was treated with intravenous fluids of saline and insulin. Customer was discharged on (B)(6) 2023 with the issue resolved and no permanent damage.

Manufacturer narrative:
Use error/training. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.